Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an air in line alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and functional testing were performed. During the alarm log review an air alarm was identified. The air sensor was reviewed and found to be out of calibration. The cause of the alarm was the out of calibration sensor. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The sensor was recalibrated and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.